Event description:
It was reported by service report that the power cord sheathing was ripped. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: damaged power cord.